Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for distal femur bone fracture, right event is serious and is considered mild. Event is definitely related to device and is probably related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right knee). Treatment: open reduction internal fixation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.